Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a tubing set. The customer reports the tubing/needle set feels flimsy and continues to kink.

Manufacturer narrative:
Submit date 08/22/2016. A device history record (DHR) was not performed because there was no lot number provided in the complaint file. No picture or sample was provided for evaluation, customer complaint and failure mode were not confirmed. A possible root cause for the reported condition could not be determined because we do not have a lot number or any other evidence to review. This product is pick and place item and not manufactured at this plant. No corrective actions will apply since the failure mode was not confirmed and there is no evidence to provide to the supplier. This complaint will be used for tracking and trending purposes.